Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8015 not powering up customer said that the unit 8015 will not power up. I explain to the customer that she may need to replace the battery. Give the customer the part number for the battery the customer stated that she had a battery and that she would replace the battery and if she has any problem she will call back.